Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to feeling a pinch and chest pain near his device. Upon interrogation, it was revealed that the implantable cardioverter defibrillator had received a battery performance alert (bpa) on (B)(6) 2020. Also, the patient was not device dependent and tests showed normal device function. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior and post procedure.